Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer could not reproduce the control panel unlocking issue and confirmed the system was functioning as intended. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported problem. The service engineer evaluated the system, and the issue was not able to be reproduced or confirmed. A failure analysis was not able to be performed as no parts were replaced or returned. The system has returned to service with no similar issues reported.